Manufacturer narrative:
A2-a6) patient information - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4) device serial number - not available from facility. H3/h6) the turbo-elite device was not returned; thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion using a spectranetics turbo-elite laser atherectomy catheter. During use, exposed fibers and a compromised outer jacket were observed. The turbo-elite was removed and a new device was used to complete the procedure. No patient injury reported. This event is being reported for unintended radiation exposure, potential for harm.